Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An unopened sample of product code (B)(4), lot t6001 was received for analysis. The issue sample was not returned for evaluation. During the visual inspection of the representative sample, was examined for visual defects, appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and during the visual inspection, the swage and attachment area were as expected, the suture strand was correctly placed on the tray and dispensed without problems. No defects or damaged were observed along of suture. The absorption of synsyl suture is essentially complete between 56 and 70 days. According to the sample condition the assignable cause of the medical - patient related cannot be determined since no defects were observed on the packet or the suture.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: what tissue layers was the suture used in? Skin. What was the condition of the tissue during initial procedure? Good. How was suture placed (continuous or interrupted)? Unk. Can you explain ¿poor wound healing¿? Wound healed not very well. What were the patient symptoms of ¿poor wound healing¿? Were any cultures performed of the wound? Results? Unk. What are the patient weight, prior medical history?unk. What is the surgeon¿s opinion as to the contributing factor to the patient event?unk why does surgeon feel suture is related to poor wound healing?unk. What is the patient current condition? Stable.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2018 and suture was used. There was no anomaly observed in the procedure. After several days, the patient returned to the hospital and it was noted that the patient was not healing well. On (B)(6) 2018 the patient had a revision surgery and the stitches were taken out. It is unknown if medical treatment was given. The wound healed on (B)(6) 2018. The patient condition is now stable.